Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. The biomedical engineer evaluated the device and verified the reported issue. Through the course of troubleshooting, the biomedical engineer determined that the likely cause of the reported issue was the system pcb assembly. Physio-control advised the customer that the device is no longer supported by physio, therefore parts and service are no longer available. The biomedical engineer advised that they would attempt to obtain a replacement system pcb assembly from other sources in order to perform the repairs. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not complete the boot-up process in order to power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control later contacted the customer, a biomedical engineer, to find out if the repairs had been completed. The biomedical engineer advised physio-control that he had not repaired the device; however, they were still attempting to obtain a replacement system pcb assembly of the same configuration to complete the repairs. It is unknown if or when these repairs will be performed. As previously reported, this device is no longer supported by physio-control and the device was not returned to physio-control for evaluation. Based on the biomedical engineer's evaluation of their device, it's reasonable to conclude that the cause of the reported issue was the system pcb assembly; however, further component level cause cannot be determined due to the system pcb not being returned to physio-control for analysis.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not complete the boot-up process in order to power on. There was no patient use associated with the reported event.